Event description:
Boston scientific received information that this transvenous defibrillation lead had exhibited increasing right ventricular (rv) pacing impedance measurements. The measurements had not been out of range, and technical services (ts) discussed that this was a high impedance lead. The patient would continue to be monitored. Additional information was provided that the impedances increased to 2007 ohms, and r waves had decreased. All other measurements were noted to be stable. Ts discussed that since the r waves were below the recommended threshold, and the impedances were higher, to discuss with the physician whether defibrillation threshold (dft) testing should be done. Ts advised that if the lead performs fine, the physician may elect to monitor the lead until the device reaches elective replacement indicator (eri), and at that time, a new rv pace/sense lead could be considered. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
The lens has not been returned to the manufacturer for analysis. Lens met all specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Lens not received for analysis.

Manufacturer narrative:
The returned intraocular lens was received cut in 2 pieces across the optic. Visual inspection of the lens parts showed no optical deviations. Batch records were reviewed and showed no deviations. Our investigation identified no product deficiency, suggesting that this event was not caused by a deficient iol. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All available information is included in this report.

Event description:
The physician reported the intraocular lens (iol) was explanted without complication 3 1/2 months after implant due to the patient's complaint of halos and glare a known and labeled possible side effect of all multifocal lens implants. The incision was enlarged to remove the iol and sutures placed to close the wound.